Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. The different ft3 iii results generated with different assays from different manufacturers may be caused by the presence of a biological component in the sample which interferes with one of the immunological components of one or each of the assays causing discrepant results. This cannot be confirmed as the sample was not provided for investigation. Based on the information available, a general reagent issue can most likely be excluded.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for elecsys ft3 iii (ft3 iii) on a cobas 8000 e 602 module compared to the abbott architect method and the centaur method. Refer to attached data for the patient results. It is not clear if erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The e602 module serial number was (B)(4).